Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8 additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that the grasping section was closed without grasping tissue and the ultrasound output was activated (this includes after tissue resection) which caused the tissue pad to wear out and it was partially peeled off. When outputting, the probe damage error occurred due to excessive load being applied to the probe. Possible causes of overload on the probe include: ·pressed against a hard object. ·grasped a thick tissue. ·twist while grasping the tissue. However, the root cause was unable to be specified. The event can be prevented by following the instructions for use: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the sonicbeat front actuated grip exhibited a pad falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.